Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h4, h11. The neuragen nerve repair (ID (B)(4) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, the root cause for the reported event is related to a customer oversight in verifying the expiration date. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an expired nueragen nerve repair (ID png630) was implanted on (B)(6) 2024. The product expired on march 31, 2024, and did not result in any patient or user injury.